Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to c620 became shorted which caused damage to u1004, u1005, u6, c9, and c10 as well as an open f600 fuse on the computer/analog pca board. The root cause for the damaged components could not be positively identified. There was no adverse event that resulted from the damaged monitor.